Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During visual inspection a hole was found in the membrane of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by a peritoneal dialysis patient that while removing the tubing set from the cycler last night, he noticed it was wet inside the cassette door. The cycler had alarmed for drain line blockage and treatment was canceled. Cassette sample was made available. During a follow up the patients nurse reported that the patient had already been on antibiotics for a pre-existing event. There was no adverse event associated with this leak.